Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 19.2 mmol/l (mobile system) and 6.4 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(6). Note: upon investigation of the mobile meter's memory, the result of 19.2 mmol/l was not found. On the date of the reported comparison, a result of 19.9 mmol/l was found.